Event description:
In this event, it was reported that a hedstroem file separated during use; as a result the pt's tooth was extracted.

Manufacturer narrative:
Therefore, because a serious injury occurred, this event meets the criteria for reportability per 21 cfr part 803. Actual device was discarded. Unused files from same package were returned and evaluated and found to be within specification.